Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. The event occurred while meshing skin on a previously recovered cadaver. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up is being submitted to report additional information. The following sections were updated: b4, b5, d4, d10, g4, h1, h2, h3, h4, h6, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) thirteen times as documented in the repair reports in livelink. The last repair was (B)(6)2019 where it was reported that the device produced an incomplete mesh and the roller gear was replaced. This is a related issue. On (B)(6)2019 , it was reported that the unit had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) , and a 2:1 ratio cutter, serial number (B)(4) , for evaluation. Product review of the skin graft mesher on (B)(6)2019 revealed that the carrier guide and roller gear were damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) , and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6)2019 which included replacement of the roller gear and carrier guide. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated(B)(6)2019. The reported event cannot be confirmed because the device produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device produced a passing test cut upon product evaluation. It was found that both of the cutters were damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the roller gear and carrier guide were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.